Manufacturer narrative:
Results: the 3maxc was stretched approximately 130.0 thru 186.0 cm from the hub. The total length of the stretched 3maxc was 186.0 cm. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was stretched. If the 3maxc is forcefully retracted against resistance, damage such as stretching may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system max 3 reperfusion catheter (3maxc), a penumbra system jetd reperfusion catheter (jetd) and a guidewire. During the procedure, the physician advanced a 3maxc with a jetd and wire up to the target vessel. The physician then successfully completed multiple passes using the 3maxc and jetd. While retracting the 3maxc after completing a pass, the physician encountered resistance and subsequently, the distal end of the 3maxc stretched. The procedure was completed using another 3maxc and the same jetd. There was no report of an adverse effect to the patient.